Manufacturer narrative:
Result: bent fowler.

Event description:
It was reported by service report that the fowler could not be fully lowered. There was pt involvement, however, no adverse consequences are reported.